Event description:
The reporter stated that the keepsafe fall monitor model 8350 had several issues, but did not elaborate. No pt injury reported. Inspection of the alarm by posey shows that it does not alarm when powered on.

Manufacturer narrative:
Eval result: (other) -inspection shows that pin 3 in the rj-11 connection port on the alarm unit is missing, and the battery door is missing. There is no alarm tone when the power is on.